Event description:
Customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer was using humalog u-200 insulin. Tandem clinical support informed customer that humalog u-200 is off-label per the user guide. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin delivery.